Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that review of the remote home monitoring data noted oversensing of noise on right atrial (ra) channel leading to inappropriate atrial tachy responses (atrs). Further review of the patient's data noted a single occurrence of an increase in impedance on another manufacturer's ra lead fro 450 to 750 ohms. Boston scientific technical services (ts) suggested bringing the patient in for evaluation and consider programming off the rate response trend. The clinic stated that they would bring the patient in and program the rate response trend off. The implantable cardioverter defibrillator (ICD) and another manufacturer's ra lead remain in service and no adverse patient effects were reported.

Event description:
Additional information was received that the increase in impedance was being oversensed by the respiratory rate trend feature causing pacing inhibition of approximately eight seconds. The patient had an intrinsic ventricular rhythm present at the time of the inhibition so there was no asystole. The implantable cardioverter defibrillator (ICD) was since explanted and replaced with a cardiac resynchronization therapy defibrillator (crt-d), and the leads remain in-service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. High power visual inspection of the device header and seal plugs noted no anomalies, and the seal ring marks indicate full lead insertion in all lead barrels. Pin gauge testing designed to verify proper port dimensions was completed, and each port measured as expected. The device was then exposed to simulated heart load conditions, where the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Impedance testing was performed where all values were within normal limits. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the report high out of range impedances.

Event description:
This report is being filed with analysis results.